Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, scratched screen, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the bottom of the reservoir kept popping out. The customer stated that the device was not dropped and he was unsure how it happened. The blood glucose reading was 282mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.